Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise leading to multiple short inappropriate mode switch episodes was observed. The asymptomatic patient was not pacer dependent and was being monitored. The noise was reproducible with left arm movement. Lead was capped and replaced on (B)(6) 2017 during device change-out procedure. Patient¿s condition was stable before and after the procedure.